Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was found to be fractured and damaged. This lead also exhibited noise, high pacing impedance, loss of capture, high pacing thresholds, pacing inhibition, and undersensing. The device was reprogrammed and this lead remains in service. No adverse patient effects were reported.